Event description:
It was reported that the implantable pulse generator (ipg) battery longevity dropping quickly and depleted faster than expected. The ipg remains in use and is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.